Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the station was not powering on. The field service engineer disconnected all pyxibus cables from the comm sled except for the main drawers, but the station still did not boot up when the power switch was flipped. The fse narrowed the issue down to the enhanced half-height drawer 3 and found that the controller board for drawer 3.1 had failed during testing. The fse replaced the controller board and the pyxibus module board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.